Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. Unable to verify battery power loss alarm due to critical pump error. Device received with corroded battery tube, corroded motor home switch and cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had open book image on the screen and did not start. Customer's blood glucose value was unknown. Customer stated that insulin pump was broken from clamp and down the side. The device will be returned for analysis.